Event description:
Reporter complains of silicone-induced atypical connective tissue disease, joint pain and stiffness, severe fatigue, muscle pain and weakness, vision problems, memory loss, hair loss, arthritis, neuromuscular problems and gel bleed.